Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, a groin pseudoaneurysm occurred. The physician was unable to get any wire down a kinked antegrade 6fr sheath in the groin of a patient who had undergone an attempted sfa angioplasty. This resulted in loss of access when the physician was planning to use a closure device. This require the physician to press on the groin to achieve hemostasis. Due to the patients weight and hypertension, this resulted in a hematoma and subsequent groin pseudoaneurysm. The patient experienced significant pain and discomfort.